Event description:
This is a follow-up for the initially filed MDR (3011581906-2018-00025).

Manufacturer narrative:
Infutronix received the evaluation report from the distributor on (B)(6) 2018. The reported leaking issue was confirmed. A white residue on the tubing was observed on the administration set, indicating a 5fu leak. Water with red dye was used to test the set for a specific leaking site and leaking sites were identified at both the distal connector of the cassette and the proximal connector to the air filter. The distributor scrapped the affected administration set and did not return it to infutronix for further investigation.

Manufacturer narrative:
The affected device is not yet returned to the distributor of infutronix.

Event description:
A distributor informed infutronix on (B)(6) 2018 of a leaking issue of the administration set that was reported by an initial reporter: "she stated that she had a patient come back to the clinic today and she noticed 5fu leaked out of the set (she said the bag was wet and there was white powder on the tubing and pump). She said it appeared to be where the set and the plastic piece come together but she couldn't confirm it. The leak occurred during the infusion. She stated that there was no patient injury". The event date is (B)(6) 2018. The lot number information was not available. The medication used at the time of event is 5fu. The contract manufacturer of the affected device is podo xingda ((B)(4)) medical co. Ltd.